Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was 70 mg/dl. Alarm history showed a compromised forced sensor alarm. Customer reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump primed properly and no prime fill anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.